Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed via remote transmission. There were no noted patient symptoms. The lead will continue to be monitored. The patient was stable.